Event description:
The facility had sent an infusion pump in for service for a failure code 810. The baxter service technician determined the failure code to be 810:11. The hospital representative stated that they have no record of any patient incident involving the pump since the last baxter service event.